Event description:
It was reported by the affiliate that during an open urinary organ procedure, the blade was broken off inside the patient. The device was used for about 10 minutes. As the broken piece was retrieved, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.